Event description:
It was reported that the patient experienced low blood glucose (bg) levels of 1.4 mmol/l (25.2 mg/dl) and loss consciousness, while wearing the pod on the arm between 4 and 34 hours. The patient was taken to the intensive care unit (ICU) by the medical team of the cruise ship where he was at the time, kept for a day to be monitored and insulin was administered manually utilizing pens.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.